Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to a possible dislodgment. When trying to repositioned the lead exhibited helix issue. This lead was then explanted and successfully replace. No additional adverse patient effects were reported.